Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Failure event observed during analysis. Final analysis of the pulse generator found that the diameter of the atrial connector spring was out of specification.